Event description:
The report received from the affiliate indicated that a precise stent could not be deployed across the lesion ica, but the stent didn't open. Analysis of the returned device indicated the brite tip was observed broken and distal tip had a hole.then he retrieved it and tried with high force but also the same happened. Then he tried to open the stent a little bit outside the body then the stent suddenly opened. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The target lesion was the bifurcation of the common carotid to the ica with an 8.5mmvessel diameter and with 70% stenosis. A cordis 8f sheath was used with an 8f guiding catheter. The user maintained a fixed inner shaft position during deployment and no unusual force was applied during deployment of the stent.

Manufacturer narrative:
The report indicated that a precise stent could not be deployed. Analysis of the returned device indicated the brite tip was observed broken and distal tip had a hole. The physician retrieved it and tried to deploy it outside of the patient with high force but was unsuccessful at first but then the stent suddenly opened. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The target lesion was the bifurcation of the common carotid artery to the ica with an 8.5mm vessel diameter and with 70% stenosis. A cordis 8f sheath was used with an 8f guiding catheter. The user maintained a fixed inner shaft position during deployment and no unusual force was applied during deployment of the stent. One non sterile precise pro rx ous carotid system, 6f, 10mm x 40mm, 135 cm was received inside a plastic bag. Blood residues were observed in the hemovalve and was received closed. The unit was deployed and the stent was received. The brite tip was observed broken and distal tip hole. No more anomalies were found. Although the unit was deployed, functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the 'brite tip broken and distal tip hole' condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported 'deployment difficulty-unable' by the customer was not confirmed; since the unit was received deployed. The exact cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device, vessel characteristics and/or procedural factors and is not related to a product quality issue.

Manufacturer narrative:
The report received indicated that a precise stent could not be deployed in the internal carotid artery [ica]. While attempting to open the stent outside of the body the stent suddenly opened. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The target lesion was the bifurcation of the common carotid to the ica with an 8.5mm diameter and a 70% stenosis. A cordis 8fr. Sheath was used with an 8fr. Guiding catheter. The user maintained a fixed inner shaft position during deployment and no unusual force was applied during deployment of the stent. Analysis of the returned device indicated that the brite tip was observed frayed/split/torn and the distal tip had a hole. One non sterile precise pro rx ous carotid system, 6f, 10mm x 40mm, 135 cm was received inside a plastic bag. Blood residues were observed in the hemovalve and was received closed. The unit was deployed and the stent was received. The brite tip was observed frayed/split and one apparently hole in the distal tip end. No more anomalies were found. Stroke length was measured and was found acceptable. Although the unit was deployed, functional test (deployment process) was performed and no anomalies were found. Microscopic analysis was performed and it could be appreciated a material deformation (sinking) in distal tip, in addition the brite tip frayed/split could be observed. Note: during this analysis ¿hole¿ condition in distal tip was discarded. The unit was sent to sem analysis in order to find the potential root cause of the brite tip frayed/split. Sem results show that the brite tip surface presented evidence of elongation at the surrounding areas of the frayed. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these characteristic. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of ¿material deformation (sinking) in distal tip¿ condition could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Therefore no actions were taken. The failure reported ¿distal tip hole¿ by the customer was not confirmed; since the hole mentioned in the description was discarded in the microscopic analysis. The exact cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Therefore, no actions were taken. The failure reported ¿catheter tip-cracked¿ by the customer was confirmed since the unit was received frayed/split, however the sem result showed evidence of elongation at the surrounding areas of the brite tip surface frayed. The exact cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Therefore no actions were taken. The failure reported ¿deployment difficulty-unable¿ by the customer was not confirmed; since the unit was received deployed, despite this condition (deployed); functional and dimensional analyses were performed and no anomalies were found. The exact cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.